Event description:
A cartridge change error was reported with the pump, but there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, including the o-ring and pneumatic tap area, and assisted with the cartridge loading process. Initially, an error message appeared due to a minimum of 50 units, but using a different cartridge resolved the issue, allowing insulin delivery to resume successfully.